Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the image in the scope went in and out. The patient's anatomy was not visible on the center image when the issue occurred. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the image in the scope went in and out. The patient's anatomy was not visible on the center image when the issue occurred. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code 1304 was used to capture the reported event of center image lost. A fuse 1c colonoscope was received for analysis. A functional evaluation was performed and found that the image flickers when the distal tip of the scope is manipulated due to an internal wiring failure of the ccd (charged couple device). The ccd was replaced to resolve the issue. The reported issue was confirmed. The cause of the reported failure is due to internal wiring failure of the ccd. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.